Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump alarmed "air in line detected" and "service due 0". There was no reported adverse event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition with a scratched screen. There was no evidence of the reported issue in the event history log. A fluid filled cassette was attached to the pump, and there were no issues found with the device alarming "air in line". However, the air detector will be replaced as a preventive measure. The device was alarming "service due", so the clock battery will be replaced. The reported issue could not be duplicated and there was no fault found with the returned pump.